Manufacturer narrative:
The sample was not returned and the lot number of the device was unknown; therefore, a sample analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause was unknown. The patient was hospitalized on the same day as onset of the event and began treatment with an injection of vancomycin (2 grams, frequency and route not reported). Treatment and pd therapy were ongoing at the time of this report. The patient was recovering. Additional information is not available.